Manufacturer narrative:
The risk manager had only the portion of the device that was removed from the pt during surgery and did not know what happened to the handle end. Therefore, we cannot identify the model number or lot number of the device. The risk manager has the device in her possession, but has declined to allow it to be sent to csi for analysis. Photos of device were obtained and demonstrate a significantly damaged device for which further analysis would likely be impossible. The root cause of the pt's death cannot be confirmed, but was thought to be unrelated to the performance of the device.

Event description:
It was reported by the director of risk management at the facility: the physician "performed a bilateral iliac angiogram, then proceeded to perform a successful atherectomy using a 2.25 sc oad. When removing the device, it became stuck and 'the burr detached and the end of the sheath was all frayed.' The distal portion of the catheter broke off and remained in the pt's body. The physician was able to snare the catheter and pull it to the left common iliac artery when the snare lost hold of the device. The patient was taken to surgery and the device was successfully removed, but the pt coded and died." She said the pt experienced blood loss during the surgery. Additional info has been requested regarding this event. In follow-up with the physician it was reported that, "the pt had severely calcified iliac arteries and the right common femoral was like a lead pipe." He gained access via the right common femoral and was able to put a raabe sheath up and over, into the left superficial femoral artery (sfa). He then used a 2.25 solid crown 70 grit oad to treat two heavily calcified lesions in the area of the distal sfa and popliteal arteries. Upon withdrawing the oad, it became stuck in the iliac artery due to the acute angle at the iliac bifurcation and the amount of calcium present. He attempted to pull the sheath and oad out as a unit without success; therefore, he activated the oad on low rpms in an attempt to release the device. When this did not free the crown, significant pulling force was applied to the sheath to the point that the sheath broke. This left the proximal section of the sheath in the iliac and left common femoral/sfa along with the viperwire and the oad. The pt experienced internal bleeding into the abdominal cavity; therefore, the physician ordered a blood transfusion and summoned a vascular surgeon. Unfortunately, due to hemolysis, the pt's blood was difficult to type and cross for transfusion. The physician accessed the left common femoral artery and successfully snared the sheath; however, the snare broke upon extraction. The patient was transferred to surgery for removal of the oad, sheath and snare, and was stable en route to surgery, but additional delays were encountered in obtaining blood for the pt, and ultimately, the pt expired. The physician believes that the pt would have been fine, and in fact gone home in two days at the most, had the blood been able to be administered to the pt.